Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a fenestrated endovascular aortic repair (fevar) on (B)(4) 2021, in the renal arteries with two 6 x 29 gore® viabahn® vbx balloon expandable endoprostheses (vbx-device). It was stated that on a routine follow up scan, it was found that the vbx-device, that had been used in the right renal artery, had developed an endoleak. The surgeons believe that it was because they had left the part of the endoprosthesis in the aorta too short, and it had partially slipped outside of the fenestration. Reportedly, the patient was well and underwent a revision procedure on (B)(4) 2022, and the right renal artery endoprosthesis was revised with a longer 6 x 39 vbx-device. The endoprosthesis seemed to be fully patent at the end of the procedure. The patient tolerated the procedure.

Manufacturer narrative:
Report # is being retracted. After further evaluation, it was found that it was not a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) that was used in the right renal artery, it was actually an atrium v12 device from another manufacturer. Therefore this product complaint does not relate to a vbx stent. H1 - update to 'other' for report retraction.